Event description:
A tps handpiece cord was sent for evaluation because if was causing handpieces to run without activation during performance testing. The event occurred during a routine field service maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the investigation is completed.